Manufacturer narrative:
While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to the reported issue was not confirmable using system logs; no errors logged. Fa inspection was able to confirm the reported event via m-0b errors. However, the event could not be replicated on site. M-0b errors halt monopolar activation, but are related to the ne/ground pad. Unit tested on system, all operations successful via all ports. Additional c-84, m-b0 errors in erbe logs. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was unable to use the cut function on the integrated electrosurgical unit (iesu) with the monopolar cautery instrument. They had tried reseating the cable, but the issue persisted. The technical support engineer reviewed the event logs and found no errors for the energyshield monitor (esm) or erbe. The tse advised changing the instrument and energy cord. No further information was available.